Event description:
It was reported that the patient went to the emergency room (ER) and stated that they were not currently admitted yet. The patient had communication errors during this time. No further details to report.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.